Event description:
A customer reported when attaching a blade to their glidescope core smart cable, the hdmi connection was loose resulting being unable to see anything during intubation. They further specified that the image was blurry and users had to hold the connected glidescope spectrum single-use blade with pressure to be able to see an image. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in procedure or harm to the patient was reported.

Manufacturer narrative:
Neither the customer's glidescope core smart cable nor the glidescope spectrum single-use blade used during the reported event are expected to be returned to verathon for evaluation, therefore the cause could not be determined. Based on communication from the customer, the connection issue was isolated to the hdmi connector on the smart cable being loose which prevents secure connection with the blade. Review of complaint history for the reported smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.